Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device as returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at the last follow up the device was not in elective replacement indicator, but then four months later the device was in end of life. It was also noted the device had been implanted approximately two and a half months after the use before date. The device was explanted and replaced. No patient complications have been reported as a result of this event.